Event description:
Medical safety reported complaint from literature that was reviewed for post market surveillance reporting. Article: posterior vertebral column resection in early onset spinal deformities (jeszenszky, d.) Publication date: aug 2013. The purpose of this study was to illustrate the authors experience with posterior vertebral column resection (pvcr), with spinal fusion limited to the resection site, in a series of four patients with severe eosd. The authors describe the surgical technique, especially in relation to the unique anatomical features of young children, and present data on the extent of deformity correction and the rate and type of complications. N=1: deep wound infection.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: article: posterior vertebral column resection in early onset spinal deformities (jeszenszky, d.) Publication date: aug 2013 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.